Event description:
Customer reported via phone, issues with the sensor and the insulin pump alarming lost sensor. Troubleshooting was performed and customer mentioned she had high blood glucose of 450 mg/dl, treated. Customer stated her blood glucose was high due to just eating popcorn, before dinner it was 85 mg/dl. Troubleshooting for high blood glucose was not performed. Customer is not returning the insulin pump for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.